Event description:
Information was received indicating that a smiths medical cadd disposable was used, and it was noted that only 1/3 of the bag of nutrition was delivered without an alarm. No adverse effects were reported.